Event description:
The pt reported, she was no longer receiving stimulation and was unable to charge her ipg. The pt stated, she had not charged her ipg in approximately 3-4 months. The sjm representative is to meet with the pt as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.